Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call prime anomaly on their insulin pump. Customer's blood glucose level was 91 mg/dl. Customer received a reservoir alert two separate times. Troubleshooting for the prime rewind was performed. Customer did not receive a 2nd series of beeps and number did not appear on the display. Customer advised they are stuck in preparing to prime loop. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump primed properly; no prime fill anomaly or no reservoir alarm noted. The insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.